Manufacturer narrative:
Super poligrip original lot numbers x08164, x08374, r08253, r09283 and r08483. Super poligrip extra care with poliseal lot number x09464, x09294. Super poligrip (varian unk) lot number unk.

Event description:
This case was reported by a consumer and described the occurrence of numb feet in a (B)(6) male pt who rec'd super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip extra care with poliseal (formulation number (B)(4)). On an unk date, the pt started super poligrip original denture adhesive cream (dental). At an unk time after starting super poligrip original denture adhesive cream, the pt experienced numb feet, balance disorder and vertigo. The pt reported that super poligrip did not hold (product complaint) and that it was used four to five times daily (device misuse). Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the events were unresolved. Follow-up info from the pt was rec'd on (B)(6) 2010. Co-suspect medication included super poligrip (variant unk). The pt reported that he had used super poligrip for ten year. On an unk date, the pt was evaluated by a neurosurgeon and was told that "it could be neuropathy". Upon follow-up, this case was assessed as medically serious by (B)(4). Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Super poligrip original, super poligrip extra care with poliseal and super poligrip (variant unk) are manufactured in (B)(4). The lot number for these products were available and product testing is pending. (B)(4).